Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the physician punctured the patients' left femoral artery & inserted the super arrow-flex (saf) sheath with dilator. He then attached a blue one-way valve & vacuumed the intra-aortic balloon (iab) catheter twice inside of the tray to wrap the balloon tightly. Afterwards, he then grasped the catheter closely & removed it from the tray horizontally per the instructions for use. During the catheterization, the iab would not advance & become stuck in the sheath. As a result, the saf sheath & balloon catheter were removed as one & a new iab kit was opened. The physician inserted the new saf sheath & catheter into the same insertion site & placement was successful. There was no excessive bleeding during the procedure. There was a 10 minute delay in treatment, no patient death and no patient complications reported.